Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that she was obtaining erratic results, on her onetouch verio iq meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue first began on (B)(6) 2018 at 6.30 am, alleging that she obtained inaccurate readings of ¿41, 204 and 167 mg/dl¿ on the subject meter, the tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not fall within lifescan¿s criteria for accuracy. The patient reported that she manages her diabetes with a combination of medication, including novolog (self-adjusted), levemin (self-adjusted) and victoza 1.8 mg. In response to the alleged readings the patient reported that she drank some orange juice. The patient stated that due to the readings, at 6.40 am, she became extremely nervous. There is no report of any other symptoms or treatment involved. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and an approved sample site to obtain the blood samples. Csr noted that the vial was not cracked or broken, the test strips had been stored correctly and were not passed their expiry date. The patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.